Event description:
I was implanted in 2014 with smooth mentor cohesive gel implants. Immediately started having health problem. Fatigue, depression, sleeping issues, low blood pressure, shortness of breath, heart issues, diagnosed with raynauds, symptoms of lupus and ra.